Event description:
During davinci robot case, the master control console stopped operating. The physician was having trouble moving the #2 and #3 robot arms to the left side, while at the console. In an attempt to correct the problem, the davinci instruments were removed and the davinci system was re-booted. The issue was not resolved, so a new master control console was brought into the room and connected. The non-functioning console was removed for service. Manufacturer response for robot, davinci (per site reporter): a representative from intuitive came to the facility two days later to repair the machine. Per rep, there may have been a communication related problem with the machine.